Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported the hospitalization due to high blood glucose. Nurse requested assistance with turning off the insulin pump. The insulin pump was showing missed boluses. Nurse cleared the missed bolus alarm and suspended the insulin pump. Nurse will have customer callback to provide details of hospitalization. Nothing further reported.